Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The fuse f5 was found opened on the power pca.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has broken battery pins. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device has broken battery pins. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 8 was bent and loose. The j10 connector was broken, which would have caused the power cable to not lock on the latch and easily come out. In such an event, the device would not power down.